Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inches where it was reported that a paclitaxel spilled. The junctions between the filter and tubing was compromised due to after fiddling it that led the tubing broke off or separated from filter. It was not known if a patient was involved or harmed.